Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax on the stsf catheter. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, force could not be performed due to temperature failed. A failure analysis was performed and it was found that there is a loss of electrical resistance from the cut to the pins creating the temperature issue. The event described force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action was found during the review. To minimize force issues, the following guidelines should be followed. In order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish material inside. The finding was identified on (B)(6) 2021. It was initially reported by the customer that during the af operation, the force values displayed were high. A second catheter was used to complete the operation. There was no adverse event reported on patient. High force values is not MDR-reportable. Hole in the pebax is MDR-reportable.